Event description:
It was reported that during use on a patient, slight blood leakage was observed at the gas outlet. The device was not swapped out due to the patient s condition. (B)(4).

Manufacturer narrative:
The device was discarded by the hospital, so failure confirmation is not possible. Based on the failure description provided, the most probable root cause is delamination of some gas fibers from the polyurethane potting area. Maquet cardiopulmonary (B)(4) has initiated a CAPA (corrective action and preventive action) process (B)(4) to address the appropriate corrective and preventive action. Maquet cardiopulmonary (B)(4) will continue to address the most probable root-cause through (B)(4), as well as continuously monitor upcoming complaints for trends. A supplemental medwatch will be subtitled if additional information becomes available.